Event description:
Customer reported a blank display and stated that her blood glucose readings are not being sent to the insulin pump. Customer's current blood glucose reading is 163 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.